Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 3rd related complaint for difficult/unable to operate on lot # 9105694. This is the 1st related complaint for needle clog & needle bent on lot # 9105694. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that during use of the unspecified bd¿ auto shield duo safety pen the nurse was unable to depress the insulin pen to dispense insulin. The nurse unscrewed that pen and fount that the needle was bent in two places. The following information was provided by the initial reporter: we have received a complaint in relation to product bd32960 auto shield duo safety pen lot number 915694. The customer states that the nurse was unable to depress the insulin pen no insulin ejected from needle. Nurse unscrewed and needle was bent in two places.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that during use of the unspecified bd¿ auto shield duo safety pen the nurse was unable to depress the insulin pen to dispense insulin. The nurse unscrewed that pen and fount that the needle was bent in two places. The following information was provided by the initial reporter: we have received a complaint in relation to product bd32960 auto shield duo safety pen lot number 915694. The customer states that the nurse was unable to depress the insulin pen no insulin ejected from needle. Nurse unscrewed and needle was bent in two places.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd¿ auto shield duo safety pen the nurse was unable to depress the insulin pen to dispense insulin. The nurse unscrewed that pen and fount that the needle was bent in two places. The following information was provided by the initial reporter: we have received a complaint in relation to product bd32960 auto shield duo safety pen lot number 915694. The customer states that the nurse was unable to depress the insulin pen no insulin ejected from needle. Nurse unscrewed and needle was bent in two places.